Manufacturer narrative:
Device was not returned for analysis. No investigation or root cause analysis could be conducted given that no complaint sample was returned. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Device history review could not be performed given the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the catheter broke and left a piece inside the patient while attempting to remove the intravenous. There was unknown patient injury.